Event description:
It was reported the right atrial (ra) lead might have been fractured. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable pacing lead, implanted: (B)(6) 2005; product ID: d154atg implantable cardioverter def ibrillator, implanted: (B)(6) 2005. (B)(4).